Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia following an occlusion alert and confusion using a new inset 23" infusion set, which was different from their usual set; with agent guidance the user replaced the infusion set and completed a site change. Symptoms included thirst and dry mouth. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education on infusion set insertion. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event involved high glucose without identified device malfunction and that user support was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.